Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump had been turned off, and the customer was unable to power the pump back on. Reportedly, the usb cable was no longer working. Ultimately, the customer was able to power the pump back on. Customer's blood glucose level was 124 mg/dl.